Event description:
We have received a new complaint about a heparin syringe 20 ml from pt: item no.: f00001255. Batch: dbif06100. Quantity: 1. Reason: it was found a piece of plastic inside a heparin syringe, during preparation, syringe replacement. Photo: see attachment sample: available, please let us know the shipping information needed if you are interested in the sample. Please see the additional note: we receive an e-mail from the risk management office of the hospital requiring an answer within 5 days. Our reference number is: # (B)(4).

Manufacturer narrative:
Pr (B)(4) follow up MDR for correction/device evaluation: correction: initial MDR filed for unknown lot. D.4 lot# updated to reflect lot dbif06100. Device evaluation: one photo was provided to our quality team for investigation. Upon visual inspection, a plastic particle was observed within the syringe. Based on the visual characteristics, it is likely a polypropylene particle. A device history review was performed for the reported lot dbif06100, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. See manufacturer narrative.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (physical sample returned): one photo and one physical sample was provided to our quality team for investigation. Upon visual inspection, a solid, broken plastic piece was observed within the syringe. A device history review was performed for the reported lot dbif06100, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely broke off during the assembly process due to friction/jamming of the device within the manufacturing equipment, the broken piece falling into the barrel of the product reported. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
We have received a new complaint about a heparin syringe 20 ml from pt: item no.: f00001255. Batch: dbif06100. Quantity: 1. Reason: it was found a piece of plastic inside a heparin syringe, during preparation, syringe replacement. Sample: available, please let us know the shipping information needed if you are interested in the sample. Please see the additional note: we receive an e-mail from the risk management office of the hospital requiring an answer within 5 days. Our reference number is: # (B)(4).

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material patient problem code: f27 ¿ no patient involvement. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
We have received a new complaint about a heparin syringe 20 ml from pt: item no.: f00001255 batch: dbif06100 quantity: (B)(4). Reason: it was found a piece of plastic inside a heparin syringe, during preparation, syringe replacement. Photo: see attachment sample: available, please let us know the shipping information needed if you are interested in the sample. Please see the additional note: we receive an e-mail from the risk management office of the hospital requiring an answer within 5 days. (B)(4).